Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens reviewed the instrument data, and the information provided by the customer. Reagent and instrument issues were ruled out based on quality control(qc) recovery within acceptable ranges and no issues were reported with other patient samples. The analyzer log files were reviewed to assess the delivery of tnih reagents and 100 l of the sample, both of which were delivered within acceptable parameters. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Based on the available information, the cause of the discordant result was unable to be determined and the issue appeared to be isolated to this sample. A product problem has not been identified. The issue was resolved by routine troubleshooting. Customer is operational; no further actions are required.

Event description:
The customer reports observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih kit lot 109. An initial elevated result was obtained for one patient sample. The initial result was reported to the physician who questioned the result. The same sample was retested on the original analyzer and on an alternate atellica im analyzer and obtained lower results. The lower results matched the clinical diagnosis of the patient and were issued on the corrected reports to the physician. The customer also indicated that the retested results were verified by comparing them with the results obtained from two additional samples collected from the same patient on the same day. The customer stated that aspirin and lorazepam were administered to the patient as unnecessary treatment due to the initial erroneous result. However, the customer confirmed that no harm to the patient was alleged as a result of the administration of aspirin and lorazepam. There are no known reports of adverse health consequences due to the elevated patient result.